Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head picture was not great and not working properly. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a chipped connector tip. Based on the results of the investigation, it is likely the following led to the malfunction: the poor color image was due to faulty cable. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head picture was not great and not working properly. The issue occurred during an unspecified event. There were no reports of patient harm.